Event description:
It was reported that the uss ii polyaxial 3d head separated between the body and head before the operation. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the head was separated from its body. With the available information, we are not able to determine a reason for this event. No manufacturing related fault could be determined. This complaint is indeterminate.